Event description:
It was reported that during an implant, the doctor could not hook up the patient's right lead. The right lead would not pass all the way into the 3058, it would stop in the middle no matter what the doctor tried. The lead was inspected and found to be in good shape. There was no extra 3058 on site and the doctor made the decision to use a 3023 instead. The 3058 was never placed inside the patient. No patient injury occurred and post-procedure, the patient had no impedance issues, good sensory responses, and reported on (B)(6) 2011 that he was doing "very well".

Manufacturer narrative:
(B)(4).